Manufacturer narrative:
Overflow from the sample probe wash cup of the architect c16000 analyzer caused the pm sensor assembly to catch fire. The abbott field service representative (fsr) was at the customer location troubleshooting a wash error when the overflow occurred. The fsr indicates that the overflow occurred due to the analyzer's manifold being broken. The fsr replaced the manifold s/r front valves, the pm board, the cpu board, and the pm sensor assembly. The fsr indicates that the issue is resolved and that the analyzer is performing according to specifications. Since the fsr replaced the broken c16000 manifold, no subsequent complaints of this nature have been documented against the architect c16000 analyzer, serial number (B)(4). The architect system operations manual (pn 201837-108) january, 2010, and the architect c16000 system service and support manual (manual revision number 201980-108), both contain information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information, a deficiency in the system was not identified.

Event description:
An abbott field service engineer (fse) at the customer site found that the manifold on the architect c16000 analyzer was damaged. A wash error occurred that was triggered by the sample probe wash cup overflowing. The liquid from the overflow leaked onto the pm sensor assembly causing fire/smoke on the assembly. The fire was solely confined to the pm sensor and board assembly. There was no other damage to the analyzer or the surrounding lab environment and no injuries to lab or field service personnel. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4): burn of device or device component.